Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (straight luer with prn) 24ga x 0.75in 0.7mm x 19mm experienced leakage from tubing during use. The following information was provided by the initial reporter: the indwelling needle extension pipe leaked when the pipe was sealed and clamped.

Manufacturer narrative:
H.6. Investigation: a device history report was conducted for lot number 9173714. During our review no abnormalities related to this event were found during our monitoring of the manufacturing process. According to our records lot was manufactured december 3, 2017, and this is the only instance of a defective catheter occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Although a photograph was submitted displaying the reported damage to the extension tubing, a physical sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. Our engineers attempted to duplicate this event by testing the interaction between the extension tubing and the connected pinch clamp. After thirty iterations of this testing our engineers were unable to duplicate the reported failure mode. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
Medical device brand name: bd pegasus¿ safety closed IV catheter system (straight luer with prn) 24ga x 0.75in 0.7mm x 19mm. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (straight luer with prn) 24ga x 0.75in 0.7mm x 19mm experienced leakage from tubing during use. The following information was provided by the initial reporter: the indwelling needle extension pipe leaked when the pipe was sealed and clamped.